Event description:
It was reported that a pediatric patient underwent surgery for treatment of deformity with implant of stainless steel posterior fixation at t4-l2. Sometime post-op the patient bent over and heard a "pop". Two distal setscrews had backed of the fixed angle screws. The patient underwent a revision surgery to replace screws.

Manufacturer narrative:
The device has not been returned to medtronic for evaluation. Unable to determine cause of the event.